Event description:
During surgery (renal explant) it was noted that "paint" on stapler was coming off the device. Paint residue was noted on the tissue. Pt condition stable, no signs or symptoms of infection, rejection to date.